Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise shortly post implant. Technical services (ts) reviewed the episodes and noted the noise was consistent with air entrapment. Attempts to recreate the noise were unsuccessful. Ts noted that the air will dissipate over time. No inappropriate therapy was delivered. No adverse patient effects were reported. The device remains implanted and in service.